Manufacturer narrative:
No faults could be found in the returned product that could have caused or contributed to the incident reported: the loosened thread insert (helicoil) is a typical consequence of insufficient lubrication of the feature and/or the use of a damaged counterpart (e.g. With a worn threaded shaft). The loosened threaded insert cannot contribute to slippage of the patient or the skull clamp. The damaged teeth on the interlocking gear teeth of the skull clamp are typically the result of improper handling, more precisely this premature wear (wear of the tooth tips) occurs when the tooth connection is not sufficiently loosened during adjustment. The signs of wear on the teeth cannot have caused or contributed to the reported event. The skull clamp was reportedly combined with skull pins from another manufacturer. The reason for this is not known. Possible risks due to the use of third-party components cannot be excluded/ assessed. The customer's attention is drawn to the use of validated doro skull pins as specified in the IFU. After careful examination, none of the detected deviations found in the device in question could have caused or contributed to the incident described. Based on the available reports and the overall investigation results, no causal link can be established between any of the devices sent in and the incident described. Therefore, there is no indication that the product sent in contributed to the MDR reportable event or malfunctioned. Our experience is, that the pinning technique is a major factor in terms of the occurrence probability of slippages. We refer to our corresponding recommendations described the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on (B)(6) 2024 that one of our products was involved in a case (posterior cervical discectomy and fusion) in which the treated patient sustained a laceration.